Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the housing of the front panel was in poor condition-caution wiped off; the power switch failed; the software version 1.03 needed to be upgraded. The investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video processor's power button was stuck inside therefore, caused the unit to not work at all. The issue occurred during the middle of a diagnostic procedure of an egd/colonoscopy. The procedure was reportedly delayed by 15-20 minutes while the patient was under anesthesia during this time. The issue failed during the changeover from egd to colonoscopy. The procedure was completed using a similar cv-190 processor. There were no reports of patient harm. There was no evidence of medical intervention nor adverse events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power switch was stuck inside and does not work due to a malfunction of the power switch. Olympus will continue to monitor field performance for this device.